Event description:
It was reported that during change out for eri, noise was heard in the new device and the rhythm was not converted. Low hv lead impedance was observed. The lead was capped and replaced.

Event description:
New information received notes that the previously capped lead was explanted.

Event description:
New information received notes insulation damage was observed on the previously capped lead.

Manufacturer narrative:
External insulation abrasion was found at 8.3-8.5cm from the electrode tip, consistent with lead friction to another device. The etfe coating was intact at the same location. Other external insulation abrasions were found at 12.1cm- 12.4cm and 18.1-19.9cm from the connector pin, consistent with lead friction to the ICD can. One rv conductor was melted at 18.1-19.9cm from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.